Event description:
A customer reported receiving readings that were higher than she felt (205 mg/dl and 286 mg/dl). The customer's husband then administered insulin. She then reported experiencing a loss of consciousness. Her husband called the paramedics, and upon arrival the paramedics received a result of "lo" (<20 mg/dl) on an unk brand of glucose monitor. Customer was transported to a local hospital for treatment. Exact treatment administered is unk. Please note that the customer reported not having their meter properly calibrated.

Manufacturer narrative:
Customer returned freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issue were observed during control solution testing. The freestyle blood glucose results as reported by the customer were identified in the meter internal log.